Manufacturer narrative:
Customer has indicated that device will be returned to zimmer biomet for investigation. Once device is evaluated, a follow up report will be submitted.

Event description:
It was reported that four quattro link anchors failed during surgery leading to significant surgical delay. It was also reported 1 anchor fractured and remained inside the patient. No other patient harm was reported

Manufacturer narrative:
No additional information to report. Visual inspection of the returned device identified four of the reported device had bent tips. One of the devices had a fractured portion of the anchor attached. The other three were missing anchors. The tips are bent to various angles and the tips also appear to be pushed together or twisted slightly. It is unknown which lot of the four had fractured. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information to report.